Manufacturer narrative:
The pump gave a motor error alarm during the rewind due to an out of phase motor encoder signal. Unable to perform any tests due to the motor error alarms. The motor passed the motor test. The pump had minor scratches on the lcd window, a cracked case at the display window corner, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the reservoir was leaking insulin. Device alarmed a motor error alarm during rewind. Customer's blood glucose was 475 mg/dl. Customer treated high blood glucose with insulin injections. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.